Manufacturer narrative:
A vyaire field service representative (fsr) evaluated the device onsite. A 12k pm was requested for the unit. Inspection and service is needed to verify no electrical issues are present before performing 12k. During the initial start-up settings it was observed that the piston was set all the way to the right, possibly causing the issues. The driver was centered. Performance test, driver thermistor test was done and both passed. The unit is ready for 12k service once parts arrive. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that 3100a vent has a note stating a burning rubber smell around the driver during patient use. The customer confirmed that there was no patient harm associated from this reported event and was transferred to a revel ventilator.